Event description:
It was reported that the inner and outer lumen materials of this device separated while the device was on a guidewire. The device could not be used due to this problem. There has been no claim of injury related to this event. The device is not being returned for analysis.